Manufacturer narrative:
It was reported that while the patient was using his electric/power scooter, he ran into the bed frame. Reportedly, the patient, who takes blood thinners, caught his right leg into the metals on the side of the bed frame sustaining laceration to his right leg. The patient went to the emergency room twice and received a total of 32 stitches to his right leg to close the laceration. The reporting facility stated that they have not identified any issue with regards to the design or manufacture of the bed. Due to the reported medical intervention and in an abundance of caution, this medwatch is being filed. The sample is not available to be returned for evaluation. There is no information to suggest that the bed frame caused or could have contributed to the event. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that a patient using a power scooter ran into the bed frame sustaining laceration that required stitches.